Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was not reported. The patient visited the emergency room and was sent home with an unspecified antibiotics as treatment. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient was not recovered from the peritonitis event and hospitalization was ongoing. Pd therapy was discontinued, a temporary catheter was placed for hemodialysis and the patient was transferred to hemodialysis therapy. No additional information is available.